Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. We were unable to perform the unexpected error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the de vice and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file overwritten. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 9.1 mmol/l. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.